Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device remains implanted.

Event description:
According to the available information, though not verified, upcoming revision surgery. Possible infection around the pump. Additional information received 12/20/2020: infection around pump. Exploration of implant and washout performed. Implant salvaged and wound closed. Implant operational, working fine and remains in situ. Culture results unknown. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.